Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range shock impedance measurements during the implant procedure. Troubleshooting by the representative was performed and the cause of the out of range measurements was found to be related to electromagnetic interference (emi) within the procedure room. Subsequently, the emi sources were unplugged and the rv lead was tested again, yielding a range of 62-63 ohms. The rv lead remains in service. No adverse patient effects were reported.